Manufacturer narrative:
(B)(6). This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Citation: tech coloproctol. 2011; 15: 67¿73. Doi: 10.1007/s10151-010-0667-z. (B)(4).

Event description:
It was reported via a journal article: title: prospective evaluation of stapled hemorrhoidopexy versus transanal haemorrhoidal dearterialisation for stage ii and iii haemorrhoids: three-year outcomes authors: p. Giordano, p. Nastro, a. Davies, g. Gravante citation: tech coloproctol. 2011; 15: 67¿73. Doi: 10.1007/s10151-010-0667-z. The aim of the study was to compare short- and medium-term outcomes of transanal hemorrhoidal dearterialization (thd) versus stapled hemorrhoidopexy (sh) for the treatment of second- and third-degree hemorrhoids. A total of 28 patients (age range: 23 to 73 years old; 20 male and 8 female) underwent thd and 24 patients (age range: 35 to 78 years old; 16 male and 8 female patients) underwent sh. During the surgical procedure in the thd group, once identified, the hemorrhoidal arteries were transfixed and ligated using vicryl 2-0 absorbable sutures (ethicon) in a figure-of-eight stitch. In the sh group, the dedicated pph 03 circular stapling device (ethicon) was then used for mucosectomy and anopexy. In the thd group, reported complications included post-operative pain vas (n-2), delayed discharge (n-1), submucosal hematoma (n-1), technical problems (n-2) in which the tip of the needle snapped off during ligation and was not retrieved. This did not cause any symptoms and both patients had a successful outcome, hemorrhoidal prolapse (n-3), and frequent bleeding (n-1). In the sh group, reported complications included post-operative pain vas (n-3.5), severe post-operative pain (n-1) which required readmission, delayed discharge (n-1), transient fecal urgency (n-2), post-operative bleeding (n-2) which required readmission and managed conservatively, rectal stenosis (n-1), hemorrhoidal prolapse (n-2), frequent bleeding (n-1), and complete occlusion of the rectal lumen following firing of the stapler (n-1) in which the complication was successfully managed endoscopically, and the patient was discharged home 2 days later. Short-term results although similar seem to suggest sh may result in increased morbidity while return to work is quicker after thd. Given its medium-term results comparable to sh in terms of recurrence rates and patient satisfaction, the authors suggested that thd could be considered a valid alternative first-line surgical option for the treatment of second- and third-degree hemorrhoids.